Event description:
Sudden death. Pt with refractory angina with 85% arterial (lt) main, lad stenosis 2 taxus stents placed 2005. Repeat cath with ivus 2005 for persistant chest pain - no restenosis. Died suddenly in 2005.